Event description:
A report was received that the pt is having difficulty charging his ipg. The pt had his ipg replaced and is reportedly doing well.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical, and performance tests performed. The complaint of inability to communicate and to fully charge this ipg could not be duplicated. The battery depletion rate is within the expected range and the device exhibits normal charging and discharging characteristics. This is the final report.